Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the 2 sensors of the same lot couldn't start because the signal wasn't found. When the customer removed them, the customer noticed that the electrode was missing. The customer's blood glucose value was unknown. The device will not return for analysis.